Event description:
It was reported that during a cryoablation procedure, hypotension and pericardial effusion occurred, and the patient required chest compressions. Pericardiocentesis was performed and the patient was stabilized. The case was aborted while the patient was under general anesthesia, and the patient was transported to the intensive care unit for monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the bin files and balloon catheter, 2af284 with lot number 49946 were returned and analyzed. The bin files showed multiple applications were performed with the returned catheter on the date of the event with no issue. Bin files confirmed unrelated system notices 50011 and 50012 ¿the refrigerant delivery path is obstructed¿ were triggered during multiple applications. The bin files could not confirm the reported clinical issue. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 11 injections. In conclusion, a clinical issue (pericardial effusion, hypotension) was encountered during the procedure. The catheter passed the performance test as per specification, impedance was also within specification. If information is provided in the future, a supplemental report will be issued.